Manufacturer narrative:
Product complaint # (B)(4). Device analysis: visual analysis of the returned sample determined that one empty winding former and two suture pieces of product code 8521h were received for evaluation, the suture pieces were observed with stress and three ends were torn and an end was cut appears to be by use of the surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2022 and suture was used. During the procedure, the suture tore when tying it. A new suture was used to complete the case with no patient consequences. Additional information was requested.